Event description:
It was reported that the right ventricular (rv) lead indicated high impedance, oversensing and undersensing, and a failure to capture. A lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that there were over two thousand ventricle high rate (vhr) episodes logged and the electrocardiogram showed noise being sensed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-52 lead, implanted (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and indicated oversensing due to emi (electromagnetic interference)/noise. Auto lead diagnostics shows ventricular lead impedance high/open beginning the week ending 2014-(B)(6) and remained high/variable. Ventricular lead warning occurred on 2014-(B)(6). There were ventricular high rate (vhr) episodes with apparent noise. (B)(4)